Event description:
Home patient (hp) contacted baxter's technical service center for assistance during fill 2/6 of automated peritoneal dialysis therapy. Reportedly, the hp was experiencing nausea, feeling hot/cold, stomach ache and noted cloudy effluent. The hp was requesting assistance in pausing the therapy. The hp was advised to contact the healthcare professional (hcp) to report the symptoms. Follow up with the hp indicated that therapy was discontinued and patient was seen at the clinic that same morning. Follow up with the hp's hcp revealed the hp was diagnosed with peritonitis in 2003. The hp was treated with intraperitoneal (ip) vancomycin 2 gm. In 2003 and 1/03. The hp also received ip tobramycin 100 mg. Loading dose and tobramycin 40mg. Daily for 14 days. The hp has recovered per hcp.